Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -17.5 diopter, into the patient's left eye (os) on (B)(6) 2020. Reportedly, the lens was exchanged on (B)(6) 2020 with a same size and model, different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as user error; calculations were performed incorrectly by the user.